Manufacturer narrative:
The technician found during a between patient inspection that the brake casters were worn mostly likely due to normal wear and tear. The left foot and head right brake casters were replaced to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the left foot and right head brake casters would not hold while in brake mode. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).